Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported that the lead was discarded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
After additional review of the file it was determined that (B)(4) should have also been included in the coding for this file. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va19p0j, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. All device codes are with respect to the lead. (Lot#va19p0j). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Hcp reported patient said they had uncomfortable stimulation so the hcp ordered an x-ray and lead migration was confirmed. Patient said there were no falls or other events that may have resulted in migration. Actions/interventions taken to resolve the issue was a lead revision. During the revision, the lead fractured. The hcp attempted to recover the fractured part of the lead, but was unsuccessful and the fractured part remains inside the patient's body. The new lead was placed on the contra-lateral side (right).